Manufacturer narrative:
Additional information d.10 samples received: 2020-03-27. H.6 investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for color variation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and color variation was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. The most likely root cause of the discolored/burnt tube was a mold which was too hot. Inadequate purging at the injection molding press resulted in the further processing of the tube. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® serum blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "tubes that contain a yellowed coloration tubes with yellowed aspect, instead of transparent."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "tubes that contain a yellowed coloration. Tubes with yellowed aspect, instead of transparent."